Manufacturer narrative:
Product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID 3093-28, lot # va009dh, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that a patient had a shocking or jolting sensation. The reporter stated that the sensation occurred when attempting to sync the device with the patient programmer and also when trying to increase stimulation. It was noted that the patient didn¿t report shocking until stimulation was at a higher level. It was reported that the event would be reviewed with the patient's healthcare provider before switching programs. The reporter stated that the patient never had therapeutic effect. Additional information has been requested but was not available as of the date of this report.